Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed presence of foreign material on the device and the root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a corrosion at distal end. There was no patient involvement.